Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, after surgeon was done using the electrocautery, the needle pencil tip was lit and a small flame was present. Staff stated that the tip remained lit for several seconds before going out. The flame was very small (slightly smaller than that of a match). The flame went out on its own after a few seconds. There was no fire elsewhere as a result of the small flame on the tip of the pencil. The tip appeared deformed. The pencil tip and the entire tip was intact. This tip was removed and a new pencil tip was retrieved. There was no patient injury.